Event description:
A malfunction occurred with the customer's pump, specifically identified by malfunction code 1. There was no adverse impact to the customer's blood glucose level. The customer had not recently reset the pump, which was already in storage mode, and technical support assisted in getting the pump operational again. However, the malfunction recurred after resetting. Therefore, technical support decided to replace the pump with one that includes updated software. The customer, who does not use fsl2+ sensors, was informed about the procedure to put the pump in storage mode before returning it and was instructed to send the defective pump back within 10 days to avoid charges. Additionally, the customer was advised to program the settings and connect their continuous glucose monitor to the new pump once received. The replacement was dispatched without a signature requirement for delivery.